Manufacturer narrative:
On 06 october 2015 it was prepared a final report with the information already submitted in the initial report and in the first follow up. On the same day it was sent to the initial reporter and the case was closed.

Manufacturer narrative:
On 26 august 2015 (B)(4) analyzed the retrieved items (impactor & liner): the impactor for dm liner, has been used incorrectly because it has been wrongly disassembled and not reassembled. This improper use caused some scratches the dm liner.

Manufacturer narrative:
Batch review performed on july 30, 2015: lot 1312934: (B)(4) instruments manufactured and released on september 27, 2013. No anomalies found related to the problem. Further clarification received by the agent on july 16, 2015: after the first liner was scratched, we opened new liner. We engaged the copper threaded piece inside of the green piece afterwards with vice grips, then engaged the corkscrew piece into the top of the green piece, not the side with adapter that sits directly on the head. The liner/head engaged properly after that. Further clarification received by the agent on (B)(4) 2015: it scratched I believe because he took the bottom green piece out and attempted to hold it in place because the copper piece wasn't engaged not allowing us enough room to squeeze the poly and head underneath. By him taking the bottom green piece out, it allowed enough room for the liner/head to fit but scratched on the u-shape piece at the bottom of the actual inserter piece. We then engaged the copper piece with vice grips.

Event description:
Imp # (B)(4).